Event description:
Patient seeking legal action. Pfs and medical records received. Operative notes indicate a failed total hip arthroplasty and upon revision, several broken screws were discovered.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 1826218, zk2eh1000, ar2sf4000 and bp8ce4000. A search of the complaint database finds additional reported incidents against lot codes 2445836, 2380416, ar2sf4000, b1wbb4000 and bk2nj4000 since its since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges loosening of cup.